Manufacturer narrative:
The clottriever bold (CT bold) was returned to the manufacturer and evaluated. Visual inspection revealed the tip was attached to the distal end of the collection bag. Visual inspection also revealed the collection bag was fully intact. An attempt was made to disengage the tip but was unsuccessful. The root cause could not be determined as the reported issue was not confirmed. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2025 a male patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient's clot age was estimated at 30 days. During the thrombectomy, the clottriever bold (CT bold) collection bag became caught on a strut of one of the patient's preexisting stents. The device was eventually released. The CT bold was removed, and the collection bag was unable to re-open on the back table. It was noted that the radiopaque tip was detached from the CT bold but remained on the guidewire. The tip was removed using a 150in catheter and protrieve sheath. There was no injury to the patient and the case was completed without further issues with approximately 80% of the patient's clot removed.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Manufacturer reference: (B)(4).